Event description:
It was reported that during a percutaneous coronary intervention the balloon catheter froze on the guide wire. The 75% stenosed target lesion was located in the calcified and moderately tortuous, distal right coronary artery. A 3.75x15mm quantum maverick balloon catheter was used for postdilatation of non bsc stents and was inflated at nominal for 30seconds, and 20atms for 30seconds, three times. The physician attempted to remove the device from the non-bsc guide wire but the device was froze on the wire. The physician successfully removed both devices together as a system. The procedure was successfully completed with this device with no patient complications reported. The patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: the tip of the balloon catheter was bent but there was no other damage to the catheter. There was no visible damage to the guidewire. The wire was advanced completely through the wire lumen of the catheter without encountering any unusual resistance. The catheter was inflated to nominal pressure with an inflation device filled with water while the catheter was loaded over the wire. The wire moved easily in the wire lumen while the catheter was inflated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, the balloon catheter froze on the guide wire. The 75% stenosed target lesion was located in the calcified and moderately tortuous, distal right coronary artery. A 3.75x15mm quantum maverick balloon catheter was used for postdilation of non bsc stents and was inflated at nominal for 30 seconds, and 20 atms for 30 seconds, three times. The physician attempted to remove the device from the non-bsc guide wire but the device was froze on the wire. The physician successfully removed both devices together as a system. The procedure was successfully completed with this device with no patient complications reported. The patient's status is good.

Manufacturer narrative:
Age at the time of event:18 years or older. (B)(4).